Event description:
It was reported that this patient presented to the emergency room (ER) with syncope and had to be transferred to a larger facility. During the night, the monitor showed the patient had a pause in pacing and cardiopulmonary resuscitation (CPR) had to be performed. The patient did regain consciousness afterwards. A chest x-ray was performed and found this right ventricular (rv) lead was dislodged. The lead was positioned in the left bundle branch and originally was placed in the rv septum near the atrioventricular node (av). Subsequently, this lead was explanted and replaced. The lead will not be returned for product analysis as it was discarded. No additional adverse patient effects were reported.